Manufacturer narrative:
(B)(4). The complainant indicated that the device was serviced on site and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed..

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that an auriga xl 4007 laser console was used in a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the laser console had a lack of energy. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.